Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital alleged that the ventilator had failed to deliver the gases to the patient causing the patient's blood saturation to gradually fall to cardiac arrest progression, and death.

Manufacturer narrative:
A ge healthcare (gehc) field engineer performed a checkout of the system and did not observe any defect, passing all initial tests and ventilating normally. The gehc field engineer was informed by customer clinical engineering that the equipment had a defective expiratory flow sensor that they replaced prior to gehc arrival. Gehc product engineering performed an investigation of this event. The system logs were reviewed but the alarm logs were incomplete. Review of the error log indicated that there was an issue with the exhalation flow sensor because the error "exhalation flow sensor comparison error" was present. The patient was treated in the ICU for bronchopneumonia which evolved to respiratory insufficiency leading ultimately to death by pulmonary sepsis. The claim that the ventilator was not delivering gas is incorrect. The patient was receiving ventilator therapy in pressure-controlled modes. The potential fault with the expiratory flow sensor, however, would not have affected the progression of the patient's illness or death. In pressure-controlled modes, the expiratory flow sensor issues would not affect the measured pressures (including positive end expiratory pressure (peep)) and pressures delivered. Thus, would not have any effect on the delivered gas flow to the patient. The inspired tidal volume would be accurately shown and any required adjustments to the pressure settings to adjust the patient's ventilation could be made based on these measurements and the patient's peripheral capillary oxygen saturation (spo2), carbon dioxide (co2),